Event description:
I had breast implants first put in 2004. I had implant ruptures 3 different times from the same product (mentor). In 2014, when the 3rd rupture happened, my surgeon recommended switching to allergan "natrelle" implant brand. Prior to that surgery, I was extremely healthy. Shortly after that surgery, I started having a lot of stomach issues and fatigue. Dr's tried various treatments to help. I kept getting worse and having more issues and by 2017, had many serious (including neurological) health issues. Here is an extensive lists from past notes; my apologies if any symptoms are repetitive: shortness of breath/wheezy breath, tired/lethargic, low blood pressure; occasional dizziness; headaches, exercise intolerance and worsened fatigue, urinating more often, urgency to urinate increased, occasional dizzy spells, low energy even with plenty of sleep, occasional chest pain and/or tightness, sometimes simply while standing still and/or upon standing; tingling in legs/pressure like wearing compression/sometimes numbness/heaviness in legs like a feeling blood was pooling in legs overnight, tingling or numbness in arms, occasional constipation; often bloated abdomen, brain fog/trouble focusing, upper body stiffness (shoulders/neck), vertical incontinence occasionally, occasional stomach pain, mostly overnight; ringing in ears; blurry vision; saw floaters in eyes; back spasms/pain lasting few days; blood pressure/heart rate inconsistent; hard time regulating body temp; sun and/or heat seem to flare up certain symptoms and increase exhaustion; excessive stool that is often soft; malaise/weak/tired (would compare to day after having a week long flu), lots of gas/flatulence and often bloated, pins/needles/tingling feeling in legs and/or feet; joint pain (knees/hips/neck); occasional sore throat; occasional insomnia; forgetful/loose train of thought mid-sentence; hands tingle; right eye twitches; 2x couldn't see well out of either eye; other times very foggy/cloudy vision for a few minutes; pressure in 1 eye at a time; dizziness; muscle fatigue (for example, arms feel heavy/effort to simply lift them up); nerve pain; occasional acid reflux; constipation; arms, wrists, fingers, and hands all numb upon waking; lack of coordination. Shortly before my surgery, I called and let allergan know issues I was having, but they didn't ask much nor seem to care, so I'm not sure an official report was done. Way too many tests to list, usually within normal ranges - I spent years and lots of money going to dr's trying to get answers; I tried special diets, all sorts of herbs/vitamins/treatments; in 2019 (B)(6) clinic diagnosed me w/ chronic fatigue syndrome (which their is no cure for) and assured me my breast implants were not the issue; yet symptoms have disappeared since I've had breast implants taken out. FDA safety report ID# (B)(4).